Event description:
It was reported that during a coronary stent procedure of the mid rca, the stent dislodged. The physician had successfully placed an express2 16mm x 3.5mm stent in the distal rca. Resistance was encountered while attempting to advance the express2 16mm x 4.0mm to the mid rca. While attempting to retract the delivery/stent device, the stent dislodged at the guide catheter. The stent was successfully retrieved with a snare. Patient status was listed as "okay".